Manufacturer narrative:
Received one single dpt kit with attached infusion set and pressure tubing for examination. Priming solution was visible inside of the whole line. Reported defect of "unknown material was observed in the tubing" was confirmed. A brown particle was visible inside of the pressure tubing at approximately 16cm from the distal end. The particle measured 2mm long and 0.5mm wide. The particle appeared to be anchored at the inner surface of the tubing. Visual examinations were performed under microscope at 10x magnification. The kit was flushed with water from IV side at pressure 350mmhg for 5 minutes. The particulate did not move and did not flush out of the kit. The physical appearance of the particulate was consistent with burned pvc that had been mixed into the material during the extrusion process. A risk assessment was previously conducted for this type of complaint; no additional actions will be taken at this time. The device history record review was not performed because the lot number is unknown.

Event description:
It was reported that "unknown material was observed in the tubing during setup.